Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, multiple attempts were made to deploy the first leadless implantable pulse generator (ipg). When attempting to recapture the leadless ipg, it did not properly fit into the device cup. After managing to secure the ipg into the device cup, the delivery system was removed from the body, and tissue was found entangled around the recapture cone and tether. It became impossible to continue using the first ipg system, so it was replaced with a new one. After multiple deployments with the second leadless ipg, contrast imaging was performed, during which the ipg was pushed out by the contrast agent and captured tissue. While the ipg was successfully recaptured, contrast retention was observed near the area. Suspected myocardial damage arose. The second leadless ipg was attempted/not used. At the time of discharge, there were no issues with vital signs, but due to suspected pericardial effusion, intensive care unit (ICU) management was required. Extension of the hospitalization period occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial:(B)(6) . D9: yes, return date: 2026-02-09 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, multiple attempts were made to deploy the first leadless implantable pulse generator (ipg). When attempting to recapture the leadless ipg, it did not properly fit into the device cup. After managing to secure the ipg into the device cup, the delivery system was removed from the body, and tissue was found entangled around the recapture cone and tether. It became impossible to continue using the first ipg system, so it was replaced with a new one. After multiple deployments with the second leadless ipg, contrast imaging was performed, during which the ipg was pushed out by the contrast agent and captured tissue. While the ipg was successfully recaptured, contrast retention was observed near the area. Suspected myocardial damage arose. The second leadless ipg was attempted/not used. Extension of the hospitalization period occurred. No further patient complications have been reported as a result of this event.

Event description:
It was further reported a single chamber pacemaker was implanted two days later.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The delivery system tether was frayed. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.